Event description:
Information was received that a smiths medical cadd-prizm vip system presented an "error 10037" that occurred while the pump was attached to a patient. Patient was not harmed and received their full infusion. No adverse patient effects were reported.